Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhbmp-2/acs. Post-op, the patient reports "having serious injury including pain and anguish." Reportedly, "[t]he disc has moved from l1-l5 to sciatic nerve causing nerve damage and pain that feels like pins and needles going from his right leg to his foot. Nerve damage also affecting his sexual activities and he can no longer function on the same level."